Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the inflation lumen and in the balloon. There was no contrast visible. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The distal section of the sds was returned in another company's guiding catheter. The distal section was removed without any resistance. There was a proximal hypotube shaft separation 57.6 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was separated and jagged at the same location. There was a kink 10 cm distal to the strain relief tubing. There was no other damage noted to the sds. The units used in the procedure were returned. Using a new indeflator filled with water the separated distal hypotube was attached into a luer and pressurized to rated burst pressure. The balloon inflated and the stent implant deployed without any abnormalities. Product performance engineering reviewed the incident description. The fracture faces were ovaled as if kinked prior to separating; this type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The jacket separation was noted to be jagged, which is consistent with material overload (stress/fatigue). There was also a kink 10 cm distal to the strain relief tubing. It is possible that this kink was the kink that was noted prior to use or from handling of the product during the procedure. It should be noted that the vision instructions for use (IFU), states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is possible that the kink noted prior to use was the result of handling during unpackaging. And during use, it is possible that as force was applied, the kink resulted in the shaft separation during removal of the sds drom the patient anatomy. The reported removal of foreign body is a secondary effect of the reported shaft separation as the separation portion was retrieved and removed from the patient anatomy. Return of the inflation device used during the procedure may have aided in evaluation and determination of cause of the reported difficulty to inflate. However, a luer was attached to the separated distal hypotube and a new indeflator was filled with water and pressurized to rated burst pressure. The balloon inflated, the stent implant deployed and no information abnormalities were noted. Difficulty to inflate can be affected by numerous factors including, but not limited to patient anatomical morphology, patient disease state, pre-dilation strategy, inflation technique, contrast dilution and accessory device support. The manufacturing records were reviewed and did not reveal any non-conformances that could have contributed to this complaint. All lot release testing met manufacturing specification. Additionally, a query of he complaint handling database was performed, and there have been no other incidents reported for this lot. There is no indication of product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks and leak tested prior to packaging. Additionally, a sampling of units is inflated to rated burst pressure. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: shaft separation requiring intervention. Device issue: separated shaft. It was reported that prior to a lad procedure, the physician noted that there was a small kink in the catheter of the device. The physician continued to load the device onto an unknown guide wire. He advanced the device to the lad and attempted to inflate the balloon. The balloon would not inflate. The physician pulled back on the device and the shaft separated into two pieces. A portion of the device remained in the guiding catheter within the anatomy. The physician advanced a balloon into the guiding catheter and inflated the balloon, pinning the balloon onto the wire and the catheter and removed the remaining portion of the system without incident. There were no reported effects. No additional information is available.